Event description:
The customer reported getting a precharge voltage error and a no boot. The system will not make any exposures.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.